Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ruptured textured implant. The device was explanted.

Event description:
Healthcare professional reported left side ruptured textured implant. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified an opening. Device patch with lot (or catalog) number was not possible to see due to the quality of the photos. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h.6.